Event description:
Device 2 of 3. Reference MFR report #: 1627487-2013-05387. Reference MFR report #: 1627487-2013-05389. The pt had two anchors (from the same lot). It was reported the pt had lost adequate coverage. X-rays revealed one of the pt's leads had migrated. During surgical intervention the anchor associated with the migrated lead was found to not be locked in place. As a result, both leads were explanted and replaced with a single lead (different model). The anchor was also explanted. The explanted product will not be returned to sjm.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.